Manufacturer narrative:
The referenced gastrointestinal bleeding was reported under medwatch report #2916596-2017-02994. (B)(4). Approximate age of device- 89 days the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that while the patient was admitted for medical management for gastrointestinal bleeding (gi), the patient suffered an acute middle cerebral artery (mca) stroke. Patient is currently inpatient rehabilitation until they are deemed medically stable to be discharged. Inr goal increased to 2.5 to 3.0 and the patient was placed on 81 mg of aspirin daily. The patient¿s hemoglobin (hgb) is stable in the 10-11 range. The patient is status post thrombectomy. A follow up CT was performed and results were negative. The patient¿s lactate dehydrogenase (ldh), hgb and inr is trending. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.